Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the libre sensor and sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the unit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "scan again in 10" message followed by a "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self-treat, requiring third-party administration of dextrose for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.